Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw50906620) female patient who had unknown mentor saline prostheses placed experienced several unexplained systemic symptoms post procedure. Hair loss, anxiety, depression, joint paint, fatigue, rashes, heart palpitations, shortness of breath, and difficulty getting out of bed were all noted. All of her bloodwork came back negative, aside from an unspecified test that described a result of her body trying to fight something. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient had a complete capsulotomy with explant. Following this, the patient stated that her symptoms have improved greatly. See 1645337-2019-25634 for contralateral prosthesis report.